Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the middle element of the sq-array was found to be fractured on x-ray. When the chronic right ventricular (rv) and right atrial (ra) leads along with the sq-array were inserted into the new implantable cardioverter defibrillator (ICD), intermittent high out of range ventricular pacing impedance measurements of 2100 to 3000 ohms were observed. The physician then disconnected and re-tightened the ra and rv leads into the header of the implantable cardioverter defibrillator (ICD). Following re-insertion there was high out of range shock impedance measurements of greater than 200 ohms in several vectors. Boston scientific technical services (ts) was consulted as there was concern the fractured sq-array element may be contributing to the out of range impedance measurements. Ts discussed that the high out of range shocking and pacing impedances may not be related to the fractured element, since it is not the conductor coil. The physician then proceeded to removed the ICD from the pocket and removed the df 1 pin from header, inspected and reinserted. After the set screws were tightened the shock impedance measurements normalized to 43 to 45 ohms. All products remain in service and no adverse patient effects were reported.